Event description:
The customer reported that an air bubble was generated from/around the transducer. The kit was replaced with a new one. Procedure was completed without recurrence. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. The customer did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The eval is in process. A follow-up report will be submitted when the eval is completed. Method: process eval.